Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth advised the pw is no longer functioning, stating that the machine will not power on. She emphasized that her mother is bedbound, is developing bedsores, and is experiencing skin breakdown due to staying wet. Auth stated that a replacement power cord was mailed, but it did not resolve the issue, as the system still does not turn on. It is unclear if troubleshooting was performed. No additional information provided. (Used with female wicks). No medical intervention was reported.